Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the caller is currently in the or. The caller reported that when he checked the electrode impedance, contact pairs 0/10 shows 190 ohms. The caller reported the rest of the contact pairs are within normal limits. The caller also reported he swapped the lead to different header and continues to see short impedance on the same contact pairs/ no further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), product type: lead. Product ID 977a260, serial# (B)(4), product type:lead .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that cause of the low impedance was not determined and that they removed the lead and replaced it which resolved the issue. Low impedances were not measured 1 day post op. No patient complications were reported.